Event description:
A falsely elevated sodium result was obtained on a patient sample. The patient result was reported to the physician. The sample was re-run on an alternate dimension instrument and a lower result was obtained. A corrected report was issued. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated sodium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated sodium result was a malfunction of the integrated multisensor (imt) module. The siemens healthcare diagnostics field service engineer (fse) dispatched to the account performed troubleshooting activities. The fse performed appropriate instrument repairs including replacement of the imt tubing which resolved the problem. The instrument is performing within specifications. No further evaluation of the device is required